Manufacturer narrative:
The pump passed the displacement test, rewind, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement test, sleep current measurement test and self-test. Pump error 23 was noted which was expected. Successfully downloaded history files and traces using thump. Pump error 23 were found in the history files on 09/23/2025 13:49:10.000 and 09/23/2025 21:07:22.000. Pump error 49 were found in the history files on 09/23/2025 13:48:27.000, 09/23/2025 13:48:50.000, 09/23/2025 21:00:30.000 and 09/23/2025 21:04:22.000. Pump error 68 were found in the history files on 09/23/2025 13:48:27.000 and 09/23/2025 21:00:30.000. P-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: label damage(stained), cracked case-corner of belt clip rails and scratched case. Blank display, pump error 23, 49 and 68 were not confirmed during testing. Cosmetic damage confirmed at the corner case of the belt clip rails. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 23(post-reset ram crc alarm), a pump error 49(history pointers failed. The history pointers are corrupted), and a pump error 68 (trace pointers are invalid), blank display and crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the pump error, and the customer was able to clear the alarm, and unable to rewind the pump. Troubleshooting was performed for display issues, and the customer reported a blank display. Troubleshooting was performed for damage, and the customer reported damage to the belt clip railings. The customer also reported that the functionality was affected. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer responded that the device would be returned.